Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. The reported events were unable to be confirmed as no device or applicable imagery were provided. As the device was not returned edwards was unable to perform any visual examination functional testing or dimensional analysis. Due to no device lot number being provided a review of the DHR and lot history was unable to be performed. Therefore the presence of a manufacturing non conformance was unable to be determined. However a review of IFU and training materials revealed no deficiencies. As reported 26mm s3u advanced into rv but despite multiple attempts and manipulations they were unable to advance the s3u into the surgical inspiris pulmonic valve. Decision was made to abort the procedure. The s3u was inside the distal sheath with the nose cone outside of the sheath. However attempt was made to bring it further into the sheath and the inflow of the s3u is thought to have been caught in the seam of the esheath and got pulled outward giving the appearance of the inflow was expanded with the outflow of the s3u still in the crimped position. Decision was made to go ahead and deploy the s3u into the ivc. There are several potential factors that may affect users ability to cross the preexisting bioprosthesis including heavy calcification wire bias into commissure horizontal aorta or tortuous anatomy. In this case the implant site was characterized by the presence of a stenosed surgical valve which implies the possibility of calcification posing difficulties during tracking into landing zone. While a definitive root cause was unable to be determined at this time available information suggests patient factors calcification may have contributed to the reported event. In this case the valve was reported to get stuck within the distal portion of the sheath shaft during system retrieval which prevented further withdrawal of nose tip. This suggests the possibility non coaxial withdrawal angles being at play commonly promoted by tortuous patient vasculature however no details were provided with respect to patients anatomy. Such non coaxially could have caused the valve inflow struts to physically interact with the inner sheath walls and or become embedded into the sheath material distal end. However since the stuck valve was no longer exposed in the patients vessels the system could have been removed as a single unit at that point. Instead the user elected to perform additional withdrawal attempts which most likely caused the thv to move on balloon possibly pushing the outflow side distally if the device was manipulated with excessive withdrawal forces. While a definitive root cause was unable to be determined at this time available information suggests that procedural factors (non coaxial withdrawal crimped valve may have contributed to withdrawal difficulty while procedural factors noncoaxial withdrawal angle crimped valve excessive manipulation improper withdrawal technique may have contributed to thv movement on balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifsciences affiliate, regarding an implant of a 26mm sapien 3 valve in a preexisting 23mm inspiris pulmonic valve failing due to stenosis & regurgitation. Plan was to use a 25mm true balloon and expand the frame then implant 26mm sapien 3 valve. 25mm true balloon was inflated. 26mm s3 advanced into rv but despite multiple attempts and manipulations they were unable to advance the s3 into the surgical inspiris pulmonic valve. Decision was made to abort the procedure. The s3 was inside the distal sheath with the nose cone outside of the sheath. However attempt was made to bring it further into the sheath and the inflow of the s3 is thought to have been caught in the seam of the e-sheath and got pulled outward giving the appearance of the inflow was expanded with the outflow of the s3 still in the crimped position. Decision was made to go ahead and deploy the s3 into the ivc. Valve was deployed into the ivc in good position and the patient tolerated the procedure well.

Manufacturer narrative:
Investigation is underway.